Manufacturer narrative:
The reported issue could not be confirmed. The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿. A potential root cause for this failure could be "static". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the leg bag ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the urine did not drain into the leg bag. The patient was in a wheelchair so it was difficult to reach the catheter to burp the bag.